Event description:
Customer reports, after placement (large rt. Pleural infusion procedure) a 30% right pneumothorax developed. The dr. Stated, the lung was not punctured. The device was used for both diagnostic and therapeutic treatment of pleural infusion in the right pleural space. Pneumothorax was noted shortly after the procedure. He was not sure whether this was due to any leakage or defect in the device, or due to the pt's own condition. There was no further pt complication as a result of this. The pt slowly recovered without any medical intervention performed.

Manufacturer narrative:
The sample was returned for evaluation. A visual examination revealed the unit was properly assembled. No anomalies to the needle/sheath assembly were noted. Functional tests were performed. The stylet wouldn't retract because the needle was clogged with dried blood. After removal of blood air passed through the needle. Biopsy material was found trapped in the duck-bill valve, and prevented the valve from closing. Biopsy residue could not be removed. Remaining functional tests were successful. The sample complied with all requirements. The needle most likely did not contribute to the reported incident. The doctor states, "he was not sure whether the pneumothorax was due to any leakage or defect in the device, or due to the pt's own condition. Plase note that this report may be based upon information not yet verified by co to be complete and accurate.